Event description:
The pt was implanted with a left ventricular assist device. A report from the clinician at the hospital indicated that the pt expired during initial hospitalization after implant. The pt had an ischemic stroke. Reportedly, the pt's carotid artery was noted to have clotted off. An autopsy was not performed and the pump will not be returned to the MFR for eval.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.